Event description:
The suture was used during a laparoscopic procedure. Reportedly, the needle disengaged into the pt's cavity. The surgeon was unable to retrieve the needle and applied another suture to complete the procedure. The hosp has reported no pt injury occurred.